Manufacturer narrative:
Evaluation summary. The lot number reported is 15995133l. (B)(4). It was reported that they could no longer deflect the catheter. Upon receipt, the catheter was visually inspected and it was found that electrode ring #1 was dented on the proximal side and electrode ring #3 was folded up, sharp and has been moved away from original position. These conditions were not originally reported on the complaint. It is unknown how the electrode rings were damaged. An internal corrective action has been opened to address this issue. Then per the event, deflection and contraction tests were performed and the catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint cannot be confirmed. For the damaged electrode ring, an internal corrective action has been opened to address this issue.

Event description:
It was reported that approximately 90 minutes into an atrial fibrillation (afib) ablation, they could no longer deflect the lasso navigational variable eco catheter. A new catheter was taken which appeared to work well and the procedure was completed successfully without any complication or harm to the patient. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that electrode ring #1 was dented on the proximal side and electrode ring #3 was folded up, sharp and moved from the original position. The returned catheter condition was not reported by the customer. Additional clarification was requested on the returned catheter condition, but no additional information has been provided. The returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.